Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s plasma free hemoglobin and liver function test results were elevated. It was also reported that the patient experienced pump high flow and high power alarms. The patient¿s pump was exchanged on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device ¿ 37 days. The pump was returned for analysis. Evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: problems with intermittent pump power surges and high flow alarms with increasing ldh and plasma free hemoglobin. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis and abnormal pump parameters. Thrombus event intravenous anticoagulation. Device malfunction: no. Device malfunction causative factor: prothrombotic states. Patient outcome: exchange.

Manufacturer narrative:
Device evaluation: thrombus was observed during the evaluation of the returned device. The device was returned assembled with the driveline cut approximately 1¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the rotor upon disassembly of the pump revealed a thrombus formation around its bearing ball. The lamination and denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of the observed formation could not conclusively be determined, it could have contributed to the patient¿s elevated plasma free hemoglobin. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing its file on this event.